Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and liquid contaminaion was observed in the usb port. The returned reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks were observed. Extended investigation was also performed. Liquid contamination was observed to the pcba and burn damage was observed on the inductor l6 component. The returned reader's battery was measured at 3.34v which is not within the specified range of 3.7v ¿ 4.2v. The battery was replaced with a new un-used battery and then the reader was monitored under thermal camera, while the start button was pressed. A power consumption test was unable to be performed due to the contamination. This contamination is not an indication of a product failure and is the result of misuse. Furthermore, the lack of hot spots on the pcba while under the thermal camera is an indication that the electronics of the reader were not producing excessive heat. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The power adapter and usb/charging cable have not been returned. If product is returned, an investiagation will be performed. All pertinent information available to abbott diabetes care has been submitted.